Event description:
Report received suggests that the label package does not match the size of device. Angioplasty was being performed to the carotid artery. The diameter of the target vessel measured 4.5 mm. A 5 mm basket size was opened, introduced into the vessel and deployed, however, the basket did not fix to the vessel wall. The product was retrieved and exchanged for another. There was no adverse consequence to the patient.

Manufacturer narrative:
This product will not be return for evaluation and testing. Additional information will be sent within 30 days upon receipt.